Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any part of grasper jaws come loose or detach from shaft of device ("tip detached from shaft")? Did part fall into patient? If part fell into patient, was part retrieved? Was there any change in procedure or post-op patient care as result of "tip detaching from shaft?"

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip bearing is defective. It is detaching from the shaft. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.